Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / essure from one side fell out in 5 months after essure placement') in a 35-year-old female patient who had essure (batch no. C06517, (c06617- inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included headache, neck stiffness, nausea, eye pain, cervicogenic headache, neck pain, joint pain, depression, wrist pain, cyst, numbness, tingling, spondylolisthesis, ganglion cyst, paraesthesia, musculoskeletal stiffness, neck strain and umbilical hernia. Concomitant products included butalbital;caffeine;paracetamol, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2014, ibuprofen, methocarbamol, paracetamol (tylenol), terbinafine and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 1 month 31 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic or hypersensitivity reaction type: red/blotchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary incontinence, dyspareunia and alopecia outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, rash macular, dysmenorrhoea and fatigue had resolved and the migraine was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, rash macular, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, but in current pfs (B)(6) 2014 was given 4 coils on left and 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: portion of right and left fallopian tube: luminal cross section of two separate fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraine lot number reported (c06617) is invalid. Lot number: c06517 manufacturing date: 2013-12 expiration date: 2016-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / essure from one side fell out in 5 months after essure placement') in a 35-year-old female patient who had essure (batch no. C06517, (c06617- inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included headache, neck stiffness, nausea, eye pain, cervicogenic headache, neck pain, joint pain, depression, wrist pain, cyst, numbness, tingling, spondylolisthesis, ganglion cyst, paraesthesia, musculoskeletal stiffness, neck strain and umbilical hernia. Concomitant products included butalbital;caffeine;paracetamol, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2014, ibuprofen, methocarbamol, paracetamol (tylenol), terbinafine and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 1 month 31 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic or hypersensitivity reaction type: red/blotchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary incontinence, dyspareunia and alopecia outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, rash macular, dysmenorrhoea and fatigue had resolved and the migraine was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, rash macular, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, but in current pfs (B)(6) 2014 was given 4 coils on left and 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: portion of right and left fallopian tube: luminal cross section of two separate fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2021: update of information (batch is invalid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / essure from one side fell out in 5 months after essure placement') in a 35-year-old female patient who had essure (batch no. C06517, c06617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included headache, neck stiffness, nausea, eye pain, cervicogenic headache, neck pain, joint pain, depression, wrist pain, cyst, numbness, tingling, spondylolisthesis, ganglion cyst, paraesthesia, musculoskeletal stiffness, neck strain and umbilical hernia. Concomitant products included butalbital;caffeine;paracetamol, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2014, ibuprofen, methocarbamol, paracetamol (tylenol), terbinafine and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 1 month 31 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic or hypersensitivity reaction type: red/blotchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, urinary incontinence, dyspareunia and alopecia outcome was unknown, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, rash macular, dysmenorrhoea and fatigue had resolved and the migraine was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, rash macular, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, but in current pfs (B)(6) 2014 was given 4 coils on left and 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on 18-jun-2018: portion of right and left fallopian tube: luminal cross section of two separate fallopian tubes identified.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device / essure from one side fell out in 5 months after essure placement') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included headache, neck stiffness, nausea, eye pain, cervicogenic headache, neck pain, joint pain, depression, wrist pain, cyst, numbness, tingling, spondylolisthesis, ganglion cyst, paraesthesia, musculoskeletal stiffness, neck strain and umbilical hernia. Concomitant products included butalbital; caffeine; paracetamol (butalbital, acetaminophen & caffeine), butalbital; caffeine; paracetamol (fioricet) since (B)(6) 2014, codeine phosphate; paracetamol (tylenol with codeine no.3), ibuprofen, methocarbamol, terbinafine and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), 1 month 31 days after insertion of essure. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash macular ("allergic or hypersensitivity reaction type: red/blotchy skin"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced urinary incontinence ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (b)(64) 2018. At the time of the report, the device expulsion, urinary incontinence, dyspareunia and alopecia outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, rash macular, dysmenorrhoea and fatigue had resolved and the migraine was resolving. The reporter considered alopecia, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, rash macular, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2014 given initially, but in current pfs (B)(6) 2014 was given 4 coils on left and 5 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: portion of right and left fallopian tube: luminal cross section of two separate fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received: case became valid and incident. Injury nos was replaced with new events- pelvic pain, menorrhagia, vaginal bleeding, red/blotchy skin, urinary incontinence, migraines, dysmenorrhea, dyspareunia, expulsion of essure device, fatigue, hair loss, device monitoring procedure not performed. Date of removal and event onset date were added. Updated outcome of event menorrhagia, vaginal bleeding, red/blotchy skin, dysmenorrhea, fatigue, pelvic pain to recovered/resolved and migraines to recovering/resolving. Reporters, patients dob, demographics, race, lab data, medical history, concomitant condition and drugs were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.